Manufacturer narrative:
Sr-(B)(4)

Event description:
The device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A pairing test with a known working transmitter was performed and passed. A transmitter final functional test was performed and passed. Share log data was downloaded, reviewed, and findings related to the complaint were observed. The complaint confirmation was confirmed. The root cause was determined to be a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of loss of connection.